Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a disabled 23mm aortic valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve intervention was due to severe regurgitation and stenosis. The 23mm valve was disabled after an implant duration of fourteen (14) years, eleven (11) months, thirteen (13) days. The procedure was reported to have went well and patient stable.